Manufacturer narrative:
No customer returns were available. Investigation of the customer issue included a review of the complaint text, a search for similar complaints and a review of labeling. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Accuracy testing was completed using retained kits of reagent lot 73036m800. Acceptance criteria were met, which indicates acceptable product performance. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2k91-32 that has a similar product distributed in the us, list number 2k91-29.

Event description:
The customer stated that the following architect ca 19-9xr results were generated for a (B)(6) year old female patient: 28 u/ml ( (B)(6) 2017), 500 u/ml ( (B)(6) y 25, 2017) and 25 u/ml ( (B)(6) 2017). There is no information available regarding whether the patient has a diagnosis of pancreatic cancer. Surgery (not specified) and blood transfusion was performed in (B)(6) 2017. Mammography was also performed. The customer is questioning the result from (B)(6) as being falsely elevated. The sample was not retested in (B)(6) and is no longer available for retesting. No adverse impact to patient management was reported.